Event description:
It was reported that a pump was not charging, and the distributor noted that the pump would not start despite testing with different cables. There was no reported impact on the customer¿s blood glucose level. The distributor is awaiting the pump¿s return for further examination and has already arranged for a replacement pump with a new serial number to be provided.